Event description:
An unspecified issue was reported with the adc device in use with iphone 13 with ios operating system version 2.10.17653. Customer received a "feature is unavailable" message and as a result experienced very low sugar levels and required third-party treatment of glucose shots provided by their mother. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number was not provided. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The customer reported that the user reported getting "feature is unavailable" message under connected apps while using freestyle libre 3 application. Product quality engineering attempted to replicate the reported issue, per (B)(4), using samsung galaxy s10 with android 12 for freestyle libre 3 app version 3.5.1.10363, iphone xr with ios 16.5 for freestyle libre 3 app version 3.5.0.8863 and samsung galaxy s20 fe 5g with android 13 for librelinkup app version 4.9.0 and iphone 11 pro with ios 16.6.1 for librelinkup app version 4.9.0. The reported issue was unable to be replicated as the configuration os version is no longer obtainable as it is a limitation within ios to access previous versions of the app. There are no known issues related to freestyle libre 3 app that could have led to the reported issue. Therefore, the issue is not confirmed. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with iphone 13 with ios operating system version 2.10.17653. Customer received a "feature is unavailable" message and as a result experienced very low sugar levels and required third-party treatment of glucose shots provided by their mother. There was no report of death or permanent impairment associated with this event.